Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented with syncope/ pre-syncope. It was further reported there were high thresholds with intermittent loss of capture and oversensing with short v-v intervals on the right ventricular (rv) lead. It was noted there was insulation damage on the right atrial (ra) lead. The leads were explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation was cut at 8 cm, 11.5 cm, 18.1 cm, and 18.4 cm with blood ingression at various locations in the lead. If information is provided in the future, a supplemental report will be issued.